Event description:
The lay user/patient contacted lfs on (B)(6) 2010 alleging an apply sample message on his one touch ultra meter. A medical surveillance specialist was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that at an unspecified date and time he attempted to test and obtained an apply sample message. At an unspecified time later he felt tired and had a headache. He went and visited his physician and was tested on the physician's meter; however, does not recall the reading. He was treated with insulin at the physician's office. While troubleshooting it was noted that the patient had been using expired test strips. Using expired test strips may lead to false blood glucose readings. The patient was also powering the meter on by pressing the m button. Customer care advocate (cca) explained the proper way of testing. Issue was not resolved and the meter was replaced. It would have been helpful to know when the alleged issue began, how soon after the patient went to visit the physician and reading on the physician's meter. The complaint is being reported since the patient alleged that due to the apply sample message he was unable to test on his meter, and had to receive insulin from his physician.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during an unknown procedure, when applying the clips intra-abdominally, the clips fell out of the device into the patient. They were retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.